Event description:
(Report 4 of 4) it was reported during surgery while the surgeon was inserting the locking screw the driver tip broke. The surgeon was able to remove the broken piece and therefore it was not left in the patient's body. It was also reported the drill penetrated bone and soft tissue while drilling was performed. The drills contacted the operating table resulting in one drill bending and another breaking. The surgery was completed with replacement devices after a 10-minute delay. No other patient consequences were reported. There are 4 related report numbers for this event 3025141-2025-00057.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. However, the reported 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 599700), 2.8mm x 5" quick release drill (part number ms-dc28, batch number 447604), and 2.8mm quick release drill (part number 80-0387, batch number 594442) were not returned for evaluation. Additionally, the reported screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.